Event description:
A malfunction was reported, displaying code malf 0. The customer's blood glucose level was 270 mg/dl the customer received assistance from technical support to reset the pump, and no further issues were reported after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction recurred. There was no adverse impact to the customer's blood glucose level.